Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ER doctors are concerned that she could have organ perforation'), device dislocation ('unable to locate either essure device in her fallopian tubes'), embedded device ('embedded within the cornua are two gray metallic coils, grossly consistent with essure devices'), salpingitis ('bilateral fallopian tubes with inflamed appearance'), genital haemorrhage ('excessive bleeding') and vaginal haemorrhage ('vaginal bleeding 31/52 weeks in 2014, vaginal bleeding for up 13 weeks at time, blood loss') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and perineal pain. Concomitant products included ibuprofen and iron. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), emotional disorder ("emotional side effects") with mood altered, syncope ("fainting") with dizziness and fatigue, feeling abnormal ("hormonal emotional imbalance"), pain ("increasingly severe pain"), discomfort ("discomfort"), tooth loss ("tooth loss"), abdominal distension ("abdominal bloating"), headache ("headaches"), pelvic pain ("pelvic pain"), menorrhagia ("excessive menstrual bleeding / first period seemed normal, but it never ended"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), general physical health deterioration ("she was extremely healthy and then she was not") and menstruation irregular ("had some irregularities for a few cycles") and was found to have hormone level abnormal ("hormonal emotional imbalance") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy, total laparoscopic hysterectomy with salpingectomy and total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, embedded device, salpingitis, genital haemorrhage, vaginal haemorrhage, emotional disorder, syncope, feeling abnormal, hormone level abnormal, pain, discomfort, weight increased, tooth loss, abdominal distension, headache, pelvic pain, menorrhagia, alopecia, dysgeusia, general physical health deterioration and menstruation irregular outcome was unknown. The reporter provided no causality assessment for feeling abnormal, hormone level abnormal, syncope and vaginal haemorrhage with essure. The reporter considered abdominal distension, alopecia, device dislocation, discomfort, dysgeusia, embedded device, emotional disorder, general physical health deterioration, genital haemorrhage, headache, menorrhagia, menstruation irregular, pain, pelvic pain, salpingitis, tooth loss, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Most recent follow-up information incorporated above includes: on 10-mar-2021: medical record received event : embedded within the cornua are two gray metallic coils, grossly consistent with essure device, reporter information, medical history , event "bilateral fallopian tubes with inflamed appearance" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('ER doctors are concerned that she could have organ perforation'), device dislocation ('unable to locate either essure device in her fallopian tubes'), embedded device ('embedded within the cornua are two gray metallic coils, grossly consistent with essure devices'), salpingitis ('bilateral fallopian tubes with inflamed appearance'), genital haemorrhage ('excessive bleeding') and vaginal haemorrhage ('vaginal bleeding 31/52 weeks in 2014, vaginal bleeding for up 13 weeks at time, blood loss') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2 and perineal pain. Concomitant products included ibuprofen and iron. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant) with abdominal pain, embedded device (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criterion medically significant), emotional disorder ("emotional side effects") with mood altered, syncope ("fainting") with dizziness and fatigue, feeling abnormal ("hormonal emotional imbalance"), pain ("increasingly severe pain"), discomfort ("discomfort"), tooth loss ("tooth loss"), abdominal distension ("abdominal bloating"), headache ("headaches"), pelvic pain ("pelvic pain"), menorrhagia ("excessive menstrual bleeding / first period seemed normal, but it never ended"), alopecia ("hair loss"), dysgeusia ("metallic taste in her mouth"), general physical health deterioration ("she was extremely healthy and then she was not") and menstruation irregular ("had some irregularities for a few cycles") and was found to have hormone level abnormal ("hormonal emotional imbalance") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with salpingectomy, total laparoscopic hysterectomy with salpingectomy and total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, embedded device, salpingitis, genital haemorrhage, vaginal haemorrhage, emotional disorder, syncope, feeling abnormal, hormone level abnormal, pain, discomfort, weight increased, tooth loss, abdominal distension, headache, pelvic pain, menorrhagia, alopecia, dysgeusia, general physical health deterioration and menstruation irregular outcome was unknown. The reporter provided no causality assessment for feeling abnormal, hormone level abnormal, syncope and vaginal haemorrhage with essure. The reporter considered abdominal distension, alopecia, device dislocation, discomfort, dysgeusia, embedded device, emotional disorder, general physical health deterioration, genital haemorrhage, headache, menorrhagia, menstruation irregular, pain, pelvic pain, salpingitis, tooth loss, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.